Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. X-ray evaluation performed by third party hcp states that there is possible polyethylene wear of the lateral compartment. The lateral most screw within the medial compartment of the tibial component is not flush with the plate, of uncertain clinical significance. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. The reported components are not compatible with each other; however, it is unknown if the reported part numbers are what is even implanted. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: agc mod tib ii por plate 75 cat#: 155594, lot#: unk, agc mod tib I dcm brng 16x75 cat#:12-153350, lot#: unk. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports:0001825034 - 2018 - 10811, 0001825034 - 2018 - 10813, 0001825034 - 2018 - 10814. Product location unknown.

Event description:
It was reported that the patient was revised due to unknown reason.